Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons sometimes had to be press more than once. Insulin delivery was inaccurate and inconsistent. The insulin pump received random and unexplained no delivery alarms and motor error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.